Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient underwent a post-operative MRI around midnight on june 12. When the team attempted to interrogate the device with the programmer tablet later that morning, the tablet displayed an alert message stating that the pump motor may currently be stopped and advising to wait 20 minutes after MRI and re-interrogate the pump. The message also showed service code: 100. According to the pa, this alert appeared: 1. On the first attempt after turning on the programmer 2. Again on the second interrogation attempt 3. The third attempt could not be completed due to patient/family situation no further information was reported. Additional information was received on 2026-jun-17 from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the motor had stalled for 11 hours. This was due to a normal MRI stall. The motor stalled on (B)(6) 2026 and resolved that same day. The pump serial number, model number, and implant date were provided. Additional information was received on 2026-jun-19 from a company representative (rep) reporting that the cause of the of the problem was due to telemetry mode as the alarm had disappeared after several interrogations. It was reported the same as last year and last month. (See manufacturing report number: 3004209178-2025-10608 for other patient/event from last year). Additional information received on 2026-jun-28 from a company representative (rep) clarifying that there were two events, not three, with two separate patients. (See manufacturing report number: 3004209178-2025-10608 for other patient/event).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.